Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pelvic checkpoint break.

Manufacturer narrative:
Reported event: it was reported that pelvic checkpoint break. Device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Device history review: review of the product history records indicate 200 devices were manufactured under lot no w42823-1 and accepted into final stock on 09/08/2015. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 116230 , lot number w42823-1 shows no additional complaints related to the failure in this investigation. Conclusions: ¿per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.

Event description:
Pelvic checkpoint break.